Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose. Blood glucose reading was 2.1 mmol/l at the time of call. Customer blood glucose at the time of low blood glucose event was 8.4 mmol/l. Customer was treated with glucose tablet for low blood glucose. Customer had been using insulin pump system within 48 hours of low blood glucose event. Customer did not use auto mode at the time of reported low blood glucose event. The pump will not be returned for analysis.